Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped heating. It passed the pre-cautery test. The beeping sound was not heard when the toggle was pulled back to activate the device. Unknown how long it took device to time out. Power setting at 3. The only troubleshooting step taken was swapping out cords .no patient harm. No added incisions or time. Finished case using new device.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/19/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact heater wire. The clear intact silicone insulation on both the cold and hot jaws were observed to be intact. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. No additional testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. A manufacturing engineer evaluation was conducted. Evaluation details: - an electrical evaluation was performed. - hemopro2 tool failed the pre-cautery test. The heating element in the primary jaw of the complaint device did not heat up and the hemopro power supply did not beep during the pre­ cautery test indicating that electrical current was not flowing through the complaint device. - it was also observed during the pre-cautery test, that the normal clicking sound made by the switch's internal contacts when they close together did not occur which is not normal. - the handle of the hemopro 2 tool complaint device was opened up to further investigate the device's switch (part# rm7001322). It was visually observed that the switch lever was bent. The bend in the switch lever, resulted in the end of the switch lever not being in contact with the stop tab in the handle, which is not normal. The bend in the switch lever was preventing the switch lever from traveling the amount needed to actuate the switch "on". Thereby preventing electrical energy from going to the heating elements in the complaint device. The bend in the switch lever downward was most likely caused by incorrect insertion of the toggle causing the toggle tab to bend the switch lever. Out of tolerance consideration: a manufacturing issue occurred where the switch lever was bent. The incident took place during positioning of the toggle within the handle per work instruction. The shop floor paperwork for the hemopro 2 tool subassembly batch 3000496963 was reviewed to identify the equipment used at the handle assembly station. Subsequently, an oot query was performed for the date range from 01-sep-2023 to 15-sep-2025. An analysis was performed, which confirmed that no equipment used in the handle assembly process was out of tolerance. Based on the manufacturing evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. The lot # 3000497725 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.